Event description:
At the pt's pump refill, the pt had lost "a good deal of weight with night sweats and markedly increased tone." There was a volume discrepancy present. The actual residual volume in the pump was 16 mls when the expected residual volume was 1.6 mls. There were no alarms heard. A catheter dye study revealed a patent catheter. They were unable to ascertain rotor function via a pump rotor study. The pump was replaced. The pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).